Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the customer reported issue was not able to be duplicated. Device inspection and testing showed the scope has good image, no stain , no flickering however, the image tilt was found off. Angulation testing passed however, severe frayed wires observed on the bending section. Excessive scratch found on the a-rubber and noted deep scrapes when removed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an image issue. As reported, customer stated "whenever it plugs into the machine, just get a black screen nothing comes up ". The issue was found during reprocessing. There was no patient harm or injury reported, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to an abnormality of the ccd-cable in bending section such as kink, breakage of wire, or the like which was due to stress on the distal end that caused temporary contact failure at the cable. The event can be detected/prevented by following the instructions for use which state: "please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.